Manufacturer narrative:
Insulin pump passed the sleep current measurement test, active current measurement test and self test. However, pump error 38 alarm during the rewind test due to moisture damage on the motor assembly. Unable to perform the displacement test, prime/seating test, basic occlusion test, occlusion test and force sensor test due to pump error 38 alarm. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that it was impossible to rewind piston. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.